Event description:
A customer reported to beckman coulter that the probe on their coulter act diff hematology analyzer instrument was leaking a few drops after each cycle onto the counter. No erroneous results were generated; accordingly, there were no adverse events and no reports of any changes to the patients care or treatment. There were no injuries or exposures to any laboratory personnel.

Manufacturer narrative:
The customer technical specialist (cts) forwarded spare port tubing and instructed the customer over the phone on how to clean the probe wipe rinse block with bleach to resolve this issue. The customer reported that he replaced the bottom port tubing and cleaned the probe wipe rinse block as instructed which resolved the leak. No further information is available. (B)(4).